Manufacturer narrative:
(B)(4). Device evaluation: review of the black box and download history revealed the time and date reset within 10 minutes of the pump powering off on (B)(4) 2013 at 07:34 ¿ 07:44. The time and date was accurately set for the investigation. On testing, the pump performed a rewind, load and prime without alarms. The pump was exercised for 24 hours without issue. The battery was removed from the pump for 6 hours and reinserted. The time and date on the pump reset to the default setting. The pump was opened for investigation and the internal battery was noted to be leaking. The display screen was noted to be dim and discolored. A test screen was attached to the pump and illuminated properly without discoloration.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: failure of the internal clock battery, dim and discolored display.